Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was evaluated and identified as requiring replacement. The customer determined to replace the foot switch and declined further service intervention. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.